Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in the united states on 11-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2010 for permanent sterilization. Shortly after the procedure, she began experiencing abdominal pain, heavy bleeding, severe menstrual pain, back pain, symptoms of depression, fatigue, weight fluctuations, pain during intercourse, and severe migraines (for which she had no history prior to essure). In or around 2011 or 2012 she was diagnosed with scleroderma. Since being implanted, she has also been diagnosed as having a prolapsed uterus. She was scheduled to have her essure laparoscopically removed on (B)(6) 2016. Company causality comment: this spontaneous case report refers to a female plaintiff who, shortly after had essure (fallopian tube occlusion insert) inserted, experienced abdominal pain and heavy bleeding (seen as genital haemorrhage). Later, she was diagnosed with scleroderma. She was scheduled to have her essure laparoscopically removed. Abdominal pain and heavy bleeding are anticipated whereas scleroderma is unanticipated in the reference safety information for essure. Abdominal pain and abnormal bleeding / menses pattern changes may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Considering the pathophysiology of autoimmune disorders and local action of essure at fallopian tubes, causality between scleroderma and the suspect inserts is assessed as unrelated. This case was regarded as incident, as a surgical intervention will be required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 9-jan-2017: follow-up from lawyer: essure laparoscopically removed on (B)(6) 2016. Lawyer's address changed, new lawyers added. Company causality comment: this spontaneous case report refers to a female plaintiff who, shortly after had essure (fallopian tube occlusion insert) inserted, experienced abdominal pain and heavy bleeding (seen as genital haemorrhage). Later, she was diagnosed with scleroderma. Coils were removed approximately 6 years after insertion. Abdominal pain and heavy bleeding are anticipated whereas scleroderma is unanticipated in the reference safety information for essure. Abdominal pain and abnormal bleeding / menses pattern changes may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Considering the pathophysiology of autoimmune disorders and local action of essure at fallopian tubes, causality between scleroderma and the suspect inserts is assessed as unrelated. This case was regarded as incident since intervention was required (device removal). Additionally, nonserious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('severe abdominal pain / pain abdominal'), systemic lupus erythematosus ('lupus'), scleroderma ('scleroderma') and rheumatoid arthritis ('ra (rheumatoid arthritis)') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cystoscopy and colporrhaphy. *on (B)(6)2010 , essure procedure: upon determining that the patients anatomy was suitable for micro-insert placement, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: (B)(4) coils left: (B)(4) coils. On (B)(6)2013 , pelvic x-ray report, findings: tubal occlusion devices are noted. On(B)(6)2016 , surgical pathology report uterus, prolapse, hysterectomy, uterus with cervix with bilateral fallopian tubes: - cervix: benign nabothian cysts. Chronic cervicitis with squamous metaplasia. - myometrium: leiomyomata. - endometrium: focal area with clustered thick walled blood vessels, suggestive of benign endometrial polyp. - right and left fallopian tubes: vascular congestion with no other histopathologic abnormality. - essure medical devices: gross examination only, gross description: sectioning through the fallopian tubes reveals silver metallic essure coils are present within the proximal fallopian tubes. These medical devices grossly appear to erode into the myometrium on both the right and left sides. Concurrent conditions included rectocele, cystocele, cholecystitis (gallbladder removal), peripheral swelling, joint swelling, myalgia, systemic sclerosis, dysphagia, urinary incontinence, nausea, vomiting, cholelithiasis, uterovaginal prolapse and acute stress disorder. Concomitant products included (), amlodipine, azathioprine, codeine phosphate;paracetamol (tylenol with codeine no.3), hydroxychloroquine, ibuprofen (motrin), omeprazole (prilosec) and tramadol. In 2010, the patient experienced headache ("headaches") and was found to have weight decreased ("weight loss"). On 12-oct-2010, the patient had essure inserted. In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / anormal bleeding (general)"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("back pain / back pain") and arthralgia ("hip pain"). In january 2011, the patient experienced fibromyalgia ("fibromyalgia"). In march 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), raynaud's phenomenon ("raynaud's syndrome"), scleroderma (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), fatigue ("fatigue / fatigue") and undifferentiated connective tissue disease ("uctd (undifferentiated connective tissue disease)"). In 2014, the patient experienced depression ("depression / depression"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuations"), uterine prolapse ("prolapsed uterus"), dyspareunia ("pain during intercourse"), migraine ("severe migraines, no history of migraines before essure / migraine"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) "). The patient was treated with surgery (essure laparoscopically removed on 28-sep-2016, hysterectomy with bilateral salpingectomy). Essure was removed on 28-sep-2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, raynaud's phenomenon, scleroderma, rheumatoid arthritis, back pain, depression, fatigue, weight fluctuation, uterine prolapse, dyspareunia, migraine, undifferentiated connective tissue disease, fibromyalgia, headache, arthralgia, weight decreased and vaginal haemorrhage outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, scleroderma, systemic lupus erythematosus, undifferentiated connective tissue disease, uterine prolapse, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on 04-jan-2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: arthralgia, raynaud's phenomenon, scleroderma, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2019: new pfs received- outcome of event abdominal pain from unknown to recovered/resolved was updated.onset dates of all events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('severe abdominal pain / pain abdominal'), systemic lupus erythematosus ('lupus'), raynaud's phenomenon ('raynaud's syndrome'), scleroderma ('scleroderma') and rheumatoid arthritis ('ra (rheumatoid arthritis)') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cystoscopy and colporrhaphy. On (B)(6) 2010, essure procedure: upon determining that the patients anatomy was suitable for micro-insert placement, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 6 coils. On (B)(6) 2013, pelvic x-ray report, findings: tubal occlusion devices are noted. On (B)(6) 2016, surgical pathology report uterus, prolapse, hysterectomy, uterus with cervix with bilateral fallopian tubes: cervix: benign nabothian cysts. Chronic cervicitis with squamous metaplasia. Myometrium: leiomyomata. Endometrium: focal area with clustered thick walled blood vessels, suggestive of benign endometrial polyp. Right and left fallopian tubes: vascular congestion with no other histopathologic abnormality. Essure medical devices: gross examination only, gross description: sectioning through the fallopian tubes reveals silver metallic essure coils are present within the proximal fallopian tubes. These medical devices grossly appear to erode into the myometrium on both the right and left sides. Concurrent conditions included rectocele, cystocele, cholecystitis (gallbladder removal), peripheral swelling, joint swelling, myalgia, systemic sclerosis, dysphagia, urinary incontinence, nausea, vomiting, cholelithiasis, uterovaginal prolapse and acute stress disorder. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as amlodipine, azathioprine, codeine phosphate;paracetamol, hydroxychloroquine, ibuprofen (midol), omeprazole (prilosec) and tramadol. In 2010, the patient experienced headache ("headaches") and was found to have weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / anormal bleeding (general)"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("back pain / back pain") and arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), raynaud's phenomenon (seriousness criterion disability), scleroderma (seriousness criteria disability and medically significant), rheumatoid arthritis (seriousness criterion medically significant), fatigue ("fatigue / fatigue") and undifferentiated connective tissue disease ("uctd (undifferentiated connective tissue disease)"). In 2014, the patient experienced depression ("depression / depression"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuations"), uterine prolapse ("prolapsed uterus"), dyspareunia ("pain during intercourse"), migraine ("severe migraines, no history of migraines before essure / migraine"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) "). The patient was treated with surgery (essure laparoscopically removed on (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, raynaud's phenomenon, scleroderma, rheumatoid arthritis, back pain, depression, fatigue, weight fluctuation, uterine prolapse, dyspareunia, migraine, undifferentiated connective tissue disease, fibromyalgia, headache, arthralgia, weight decreased and vaginal haemorrhage outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, scleroderma, systemic lupus erythematosus, undifferentiated connective tissue disease, uterine prolapse, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: arthralgia, raynaud's phenomenon, scleroderma, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('medical devices grossly appear to erode into the myometrium'), pelvic pain ('pain'), abdominal pain ('severe abdominal pain / pain abdominal'), systemic lupus erythematosus ('lupus'), raynaud's phenomenon ('raynaud's syndrome'), scleroderma ('scleroderma') and rheumatoid arthritis ('ra (rheumatoid arthritis)') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cystoscopy, colporrhaphy and undifferentiated connective tissue disease. On (B)(6) 2010, essure procedure: upon determining that the patients anatomy was suitable for micro-insert placement, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 6 coils. On (B)(6) 2013, pelvic x-ray report, findings: tubal occlusion devices are noted. On (B)(6) 2016, surgical pathology report uterus, prolapse, hysterectomy, uterus with cervix with bilateral fallopian tubes: cervix: benign nabothian cysts. Chronic cervicitis with squamous metaplasia. Myometrium: leiomyomata. Endometrium: focal area with clustered thick walled blood vessels, suggestive of benign endometrial polyp. Right and left fallopian tubes: vascular congestion with no other histopathologic abnormality. Essure medical devices: gross examination only, gross description: sectioning through the fallopian tubes reveals silver metallic essure coils are present within the proximal fallopian tubes. These medical devices grossly appear to erode into the myometrium on both the right and left sides. Previously administered products included for an unreported indication: ibuprofen and lisinopril. Concurrent conditions included rectocele, cystocele, cholecystitis (gallbladder removal), peripheral swelling, joint swelling, myalgia, systemic sclerosis, dysphagia, urinary incontinence, nausea, vomiting, cholelithiasis, uterovaginal prolapse, acute stress disorder and cholelithiasis. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia) from august 2010 to february 2011 for contraception as well as amlodipine, azathioprine, baclofen, codeine phosphate;paracetamol, colecalciferol (cholecalciferol), gabapentin, hydroxychloroquine, ibuprofen (midol), omeprazole, omeprazole (prilosec), sulfamethoxazole;trimethoprim (sulfamethoxazole and trimethoprim), tramadol and vitamins nos (multivitamin). In 2010, the patient experienced headache ("headaches") and was found to have weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / anormal bleeding (general)"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("back pain / back pain") and arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), raynaud's phenomenon (seriousness criterion disability), scleroderma (seriousness criteria disability and medically significant), rheumatoid arthritis (seriousness criterion medically significant), fatigue ("fatigue / fatigue") and undifferentiated connective tissue disease ("uctd (undifferentiated connective tissue disease)"). In 2014, the patient experienced depression ("depression / depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), uterine prolapse ("prolapsed uterus"), dyspareunia ("pain during intercourse"), migraine ("severe migraines, no history of migraines before essure / migraine"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) "). The patient was treated with hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), prednisone and surgery (essure laparoscopically removed on (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, systemic lupus erythematosus, raynaud's phenomenon, scleroderma, rheumatoid arthritis, back pain, depression, fatigue, weight fluctuation, uterine prolapse, dyspareunia, migraine, undifferentiated connective tissue disease, fibromyalgia, headache, arthralgia, weight decreased and vaginal haemorrhage outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, scleroderma, systemic lupus erythematosus, undifferentiated connective tissue disease, uterine perforation, uterine prolapse, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: visible coils showing within the endometrial cavity as follows: right: 4 coils left: 6coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: arthralgia, raynaud's phenomenon, scleroderma, uterine prolapse, pelvic pain, abdominal pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, concomitant drugs, treatment drugs added. Event:medical devices grossly appear to erode into the myometrium added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('medical devices grossly appear to erode into the myometrium'), pelvic pain ('pain'), abdominal pain ('severe abdominal pain / pain abdominal'), systemic lupus erythematosus ('lupus'), raynaud's phenomenon ('raynaud's syndrome'), scleroderma ('scleroderma') and rheumatoid arthritis ('ra (rheumatoid arthritis)') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cystoscopy, colporrhaphy and undifferentiated connective tissue disease. *on (B)(6) 2010, essure procedure: upon determining that the patients anatomy was suitable for micro-insert placement, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 6 coils. On (B)(6) 2013, pelvic x-ray report, findings: tubal occlusion devices are noted. On (B)(6) 2016, surgical pathology report uterus, prolapse, hysterectomy, uterus with cervix with bilateral fallopian tubes: cervix: benign nabothian cysts. Chronic cervicitis with squamous metaplasia. Myometrium: leiomyomata. Endometrium: focal area with clustered thick walled blood vessels, suggestive of benign endometrial polyp. Right and left fallopian tubes: vascular congestion with no other histopathologic abnormality. Essure medical devices: gross examination only, gross description: sectioning through the fallopian tubes reveals silver metallic essure coils are present within the proximal fallopian tubes. These medical devices grossly appear to erode into the myometrium on both the right and left sides. Previously administered products included for an unreported indication: ibuprofen and lisinopril. Concurrent conditions included rectocele, cystocele, cholecystitis (gallbladder removal), peripheral swelling, joint swelling, myalgia, systemic sclerosis, dysphagia, urinary incontinence, nausea, vomiting, cholelithiasis, uterovaginal prolapse, acute stress disorder and cholelithiasis. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as amlodipine, azathioprine, baclofen, codeine phosphate;paracetamol, colecalciferol (cholecalciferol), gabapentin, hydroxychloroquine, ibuprofen (midol), omeprazole, omeprazole (prilosec), sulfamethoxazole;trimethoprim (sulfamethoxazole and trimethoprim), tramadol and vitamins nos (multivitamin). In 2010, the patient experienced headache ("headaches") and was found to have weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / anormal bleeding (general)"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("back pain / back pain") and arthralgia ("hip pain"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), raynaud's phenomenon (seriousness criterion disability), scleroderma (seriousness criteria disability and medically significant), rheumatoid arthritis (seriousness criterion medically significant), fatigue ("fatigue / fatigue") and undifferentiated connective tissue disease ("uctd (undifferentiated connective tissue disease)"). In 2014, the patient experienced depression ("depression / depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), uterine prolapse ("prolapsed uterus"), dyspareunia ("pain during intercourse"), migraine ("severe migraines, no history of migraines before essure / migraine"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) "). The patient was treated with hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), prednisone and surgery (essure laparoscopically removed on (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, systemic lupus erythematosus, raynaud's phenomenon, scleroderma, rheumatoid arthritis, back pain, depression, fatigue, weight fluctuation, uterine prolapse, dyspareunia, migraine, undifferentiated connective tissue disease, fibromyalgia, headache, arthralgia, weight decreased and vaginal haemorrhage outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, scleroderma, systemic lupus erythematosus, undifferentiated connective tissue disease, uterine perforation, uterine prolapse, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: visible coils showing within the endometrial cavity as follows: right: 4 coils left: 6coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: arthralgia, raynaud's phenomenon, scleroderma, uterine prolapse, pelvic pain, abdominal pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation lot number: 50512927 manufacturing date: 2010/05 expiration date: 2013/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-feb-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain / pain abdominal"), genital haemorrhage ("heavy bleeding / anormal bleeding (general)"), systemic lupus erythematosus ("lupus"), scleroderma ("scleroderma") and rheumatoid arthritis ("ra (rheumatoid arthritis)") in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. Concurrent conditions included rectocele, cystocele and cholecystitis (gallbladder removal). Concomitant products included amlodipine, azathioprine, hydroxychloroquine, ibuprofen (motrin), midol [acetylsalicylic acid,caffeine,cinnamedrine,phenacetin], omeprazole (prilosec), panadeine co (tylenol #3) and tramadol. In 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), raynaud's phenomenon ("raynaud's syndrome"), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), headache ("headaches") and weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), undifferentiated connective tissue disease ("uctd (undifferentiated connective tissue disease)") and arthralgia ("hip pain"). In 2014, the patient experienced depression ("depression / depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), scleroderma (seriousness criterion medically significant), back pain ("back pain / back pain"), fatigue ("fatigue / fatigue"), weight fluctuation ("weight fluctuations"), uterine prolapse ("prolapsed uterus"), dyspareunia ("pain during intercourse"), migraine ("severe migraines, no history of migraines before essure / migraine"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) "). The patient was treated with surgery (essure laparoscopically removed on (B)(6) 2016, hysterectomy with bilateral salpingectomy) and surgery (essure laparoscopically removed on (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, systemic lupus erythematosus, raynaud's phenomenon, scleroderma, rheumatoid arthritis, back pain, depression, fatigue, weight fluctuation, uterine prolapse, dyspareunia, migraine, undifferentiated connective tissue disease, fibromyalgia, headache, arthralgia, weight decreased and vaginal haemorrhage outcome was unknown and the genital haemorrhage, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, scleroderma, systemic lupus erythematosus, undifferentiated connective tissue disease, uterine prolapse, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-apr-2018: plaintiff fact sheet and medical records received. Reporter added. Plaintiff¿s demographics and historical condition added. Essure indication updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia), headaches, uctd (undifferentiated connective tissue disease), scleroderma; ra (rheumatoid arthritis), lupus, fibromyalgia, raynauds. Dysmenorrhea (cramping), pain, fatigue, weight loss and hip pain added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain / pain abdominal"), genital haemorrhage ("heavy bleeding / anormal bleeding (general)"), systemic lupus erythematosus ("lupus"), scleroderma ("scleroderma") and rheumatoid arthritis ("ra (rheumatoid arthritis)") in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, cystoscopy and colporrhaphy. Concurrent conditions included rectocele, cystocele, cholecystitis (gallbladder removal), peripheral swelling, joint swelling, myalgia, systemic sclerosis, dysphagia, urinary incontinence, nausea, vomiting, cholelithiasis, uterovaginal prolapse and acute stress disorder. Concomitant products included amlodipine, azathioprine, hydroxychloroquine, ibuprofen (motrin), midol [acetylsalicylic acid,caffeine,cinnamedrine], omeprazole (prilosec), panadeine co (tylenol #3) and tramadol. In 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), raynaud's phenomenon ("raynaud's syndrome"), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), headache ("headaches") and weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), undifferentiated connective tissue disease ("uctd (undifferentiated connective tissue disease)") and arthralgia ("hip pain"). In 2014, the patient experienced depression ("depression / depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), scleroderma (seriousness criterion medically significant), back pain ("back pain / back pain"), fatigue ("fatigue / fatigue"), weight fluctuation ("weight fluctuations"), uterine prolapse ("prolapsed uterus"), dyspareunia ("pain during intercourse"), migraine ("severe migraines, no history of migraines before essure / migraine"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) "). The patient was treated with surgery (essure laparoscopically removed on (B)(6) 2016, hysterectomy with bilateral salpingectomy) and surgery (essure laparoscopically removed on (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, systemic lupus erythematosus, raynaud's phenomenon, scleroderma, rheumatoid arthritis, back pain, depression, fatigue, weight fluctuation, uterine prolapse, dyspareunia, migraine, undifferentiated connective tissue disease, fibromyalgia, headache, arthralgia, weight decreased and vaginal haemorrhage outcome was unknown and the genital haemorrhage, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, scleroderma, systemic lupus erythematosus, undifferentiated connective tissue disease, uterine prolapse, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2010, essure procedure: upon determining that the patients anatomy was suitable for micro-insert placement, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 6 coils. On (B)(6) 2013, pelvic x-ray report, findings: tubal occlusion devices are noted. On (B)(6) 2016, surgical pathology report uterus, prolapse, hysterectomy, uterus with cervix with bilateral fallopian tubes: cervix: benign nabothian cysts. Chronic cervicitis with squamous metaplasia. Myometrium: leiomyomata. Endometrium: focal area with clustered thick walled blood vessels, suggestive of benign endometrial polyp. Right and left fallopian tubes: vascular congestion with no other histopathologic abnormality. Essure medical devices: gross examination only, gross description: sectioning through the fallopian tubes reveals silver metallic essure coils are present within the proximal fallopian tubes. These medical devices grossly appear to erode into the myometrium on both the right and left sides. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: arthralgia, raynaud's phenomenon, scleroderma, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 14-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who, shortly after had essure (fallopian tube occlusion insert) inserted, experienced abdominal pain and heavy bleeding (seen as genital haemorrhage). Later, she was diagnosed with scleroderma. She was scheduled to have her essure laparoscopically removed. Abdominal pain and heavy bleeding are anticipated whereas scleroderma is unanticipated in the reference safety information for essure. Abdominal pain and abnormal bleeding / menses pattern changes may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Considering the pathophysiology of autoimmune disorders and local action of essure at fallopian tubes, causality between scleroderma and the suspect inserts is assessed as unrelated. This case was regarded as incident, as a surgical intervention will be required. Additionally, non serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.